Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. Inspection of the needle mechanism assembly found no evidence that would result in the needle not deploying, or the pink slide not moving forward; a root cause for the reported event could not be determined. No evidence was found that would result in an improper insertion of the cannula and no bends in the soft cannula were observed. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy and the cannula was bent upon inspection. The pod was not worn and the patient's blood glucose levels were 129 mg/dl.